Manufacturer narrative:
Analysis was unable to confirm the customers comment regarding the programmers screen not working. It was noted that the stylus and cursor were not aligned. The connection between the overlay and the "xy board" was reseated and the stylus was calibrated. The power cord bay was broken. The replacement handles were separating. Floppy drive case was broken. Media bay door was damaged. Hard drive was reconfigured, reloaded and its software updated. Programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers screen was not working. The device was returned for servicing. No patient complications have been reported as a result of this event. It was further reported that upon turning on the programmer, the screen displayed intermittent horizontal lines about 2-3 inches wide that blurred the screen. It was reported the lines would "come and go". The user reported that after powering the programmer on and off the lines would then sometimes disappear. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.